Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection showed that both cylinders passed visual inspection with no damage or abnormalities observed. The ms pump also passed visual inspection with no damage or abnormalities noted. During leakage testing, both cylinders passed the leakage test, and the ms pump passed the leak test. In functional testing, the ms pump did not pass activation tests 2 and 3. Based on the available information and analysis results, the reported clinical observation of a cylinder fluid leak could not be confirmed, and a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis ipp presented a cylinder fluid loss. A surgical procedure was performed to remove and replace the component. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis presented a cylinder fluid loss. A surgical procedure was performed to remove and replace the component. There were no patient complications.